Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the pacemaker exhibited no pacing output and failure to capture. The pacemaker was not used and replaced. There were no patient consequences.